Manufacturer narrative:
(B)(4).

Event description:
It was reported that, upon opening the package, the lead had a kink between electrodes 0 and 2. The lead was not used. A new lead was opened and used. There was no pt injury or death. The pt was "ok". Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.